Event description:
It was reported that during a surgical procedure on the knee, the blade broke at the mount. It was also reported that an x-ray was performed to locate and remove the broken pieces; there was a 60 minute delay to the procedure. It was further reported another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi factorial.